Manufacturer narrative:
Lot numbers # 17b025, 18d022, 18g042, and 18h029. Nine single-use devices were received for evaluation. For eight of the devices, visual inspection did not identify any abnormalities that could have contributed to the reported condition. After the luer cap was removed, continuous flow was observed from the distal luer for all eight devices. A functional flow rate test was performed, and the flow rate of the devices was found to be within specification. The reported condition was not verified. The devices were found to be conforming product. Visual inspection of the ninth device did not identify any abnormalities that could have contributed to the reported condition. When the luer cap was removed, no evidence of flow was observed from the device. Microscopic inspection revealed air bubbles blocking the fluid path inside the lumen of the glass capillary. The glass capillary is located inside the white luer body. The reported condition was verified. The cause of the no flow was determined to be the air bubbles. The cause of the air bubbles was not determined. A batch review was conducted for lots 17b025, 18d022, 18g042, and 18h029 and there were no deviations found related to this reported condition during the manufacture of any of these lots. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 10 </noe> malfunction events. It was reported that ten small volume infusors did not flow. Seven of the events occurred during infusion with no patient consequences, and three of the events occurred during priming with no patient involvement. No additional information is available.